Manufacturer narrative:
The stm replaced the batteries then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter is a getinge employee whose contact details are: (B)(6), which differs from that of the event site.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the batteries for the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. Since the event occurred during pm, there was no patient involved, and no adverse event was reported.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the batteries for the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. Since the event occurred during pm, there was no patient involved and no adverse event was reported.